Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue and replaced the data acquisition board to address the reported problem.

Event description:
The customer reported (data acquisition) da pcba- (preventative verification) pv test fail. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The data acquisition (da) printed circuit board assembly (pcba) was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.